Manufacturer narrative:
(B)(4) - the cycler was returned for evaluation. Visual inspection of the device showed signs of physical damage, catch post does not align with cassette door. The catch post needed to be adjusted. Simulated treatment was performed and completed without any failure or problems. Mechanical tests passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of peritonitis. Additionally, there is no allegation against fresenius products in relation to this event.

Event description:
Peritoneal dialysis patient reported being released from the hospital. Follow up with the patient's peritoneal dialysis nurse (pdrn) confirmed that the patient was hospitalized for peritonitis. The pdrn would not disclose the date the patient as admitted or discharged. The pdrn stated the cause of the peritonitis is unknown. Additional information has been solicited.